Manufacturer narrative:
The freedom onboard battery will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom onboard battery was nonfunctional.

Manufacturer narrative:
The root cause of the reported issue could not be determined because the freedom onboard battery was not available for additional testing. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. Ce 5616 comp-(B)(4) follow-up report 1.